Event description:
The customer received a blood glucose reading on the contour next ez meter that was 40mg/dl higher than on a different meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. Strip information could not be obtained. Strips were not expected to be returned. A new meter was sent to the customer.